Event description:
It was reported this balloon burst at 25 atmospheres during an arteriovenous fistula graft dilatation procedure of a very fibrous lesion. Following balloon rupture it was noted the balloon material detached in the pt. An attempt to retrieve the detached balloon with a snare was unsuccessful. Retrieval of the detached balloon via a cut down was uneventful. This unit was used to successfully complete the procedure. The pt's condition is good. This device was not rec'd for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Co's f/u revealed this balloon was inflated well beyond its rated burst pressure and the lesion was very fibrous. Co believes the above factors may have contributed to this event. However, co is unable to determine the exact cause for this event." Co's directions for use state. "It is essential that an inflation device with a pressure gauge (medi-tech catalog number 15-101 or its equivalent) be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product. The rated burst pressure should not be exceeded...inflation in excess of rated burst pressure may cause the balloon to rupture."